Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed of. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter pericardial effusion was seen on the right side of the heart through intracardiac echocardiography. 400ml of fluid was drained from the patient and they were transferred to the cardiovascular ICU for monitoring. It was noted that the patient's act reached nearly 500 seconds, during the transseptal puncture the non-boston scientific needle "jumped" across the septum, and there were multiple times when the guidewire was attempted to be advanced when the catheter was against heart tissue. The patient has been reported as stable at this time. The catheter is not expected to be returned as it was discarded by the facility.